Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device extends into the endometrial canal in the uterine fundus, likely indicative of abnormal positioning') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, sore throat, congestion nasal, smoker, bronchitis, sinusitis, sinus pressure, low grade fever, vaginal delivery, hypertension, gravida ii and parity 5. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included morbid obesity, dysuria, recurrent urinary tract infection, anemic and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety"), urticaria ("rashes or skin conditions type: hives"), acne ("rashes or skin conditions type: acne"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/pelvic pain"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, urticaria, acne, migraine, headache, tooth disorder, dysmenorrhoea, weight increased, alopecia, abdominal pain, dyspareunia, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right- 7 and left-4 coils were seen in 2014 patient underwent hysterosalpingogram (hsg). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: the patient's right essure device extends into the endometrial canal in the uterine fundus, likely indicative of abnormal positioning.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - previously reported event ¿injury to herself¿ updated with ¿right essure device extends into the endometrial canal in the uterine fundus, likely indicative of abnormal positioning¿, events- ¿abnormal bleeding (vaginal ,menorrhagia), psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: hives, rashes or skin conditions type: acne, migraines, headaches, dental problems, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, hair loss ,abdominal pain, painful intercourse, back pain, joint pain¿, reporter, medical history, lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device extends into the endometrial canal in the uterine fundus, likely indicative of abnormal positioning') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, sore throat, congestion nasal, smoker, bronchitis, sinusitis, sinus pressure, low grade fever, gravida, hypertension, multigravida, parity 5 and morbid obesity. Current weight 210 lbs. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included morbid obesity, dysuria, recurrent urinary tract infection, anemic and nabothian cyst. Concomitant products included acetylsalicylic acid (aspirin (cardio)), furosemide and lisinopril. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("depression,"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), allergy to metals ("nickel allergy") and pre-eclampsia ("pre-eclampsia.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced cardiac failure congestive ("chf") and vision blurred ("blurred vision"). In 2018, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urticaria ("rashes or skin conditions type: hives"), acne ("rashes or skin conditions type: acne"), pelvic pain ("pain/pelvic pain"), spinal pain ("spinal pain"), back pain ("back pain"), arthralgia ("joint pain"), menstruation irregular ("irregular menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and abdominal pain ("abdominal pain") and was found to have neoplasm malignant ("cancer"), neoplasm ("tumor") and teratoma ("teratoma"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, urticaria, acne, migraine, headache, tooth disorder, dysmenorrhoea, weight increased, alopecia, spinal pain, dyspareunia, back pain, arthralgia, menstruation irregular, female sexual dysfunction, anxiety, cardiac failure congestive, bladder disorder, urinary tract disorder, allergy to metals, neoplasm malignant, neoplasm, teratoma, vaginal discharge, pre-eclampsia, vision blurred, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cardiac failure congestive, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, neoplasm, neoplasm malignant, pelvic pain, pre-eclampsia, spinal pain, teratoma, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details: right- 7 and left-4 coils were seen in 2014 patient underwent hysterosalpingogram (hsg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.2 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: the patient's right essure device extends into the endometrial canal in the uterine fundus, likely indicative of abnormal positioning.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received- new events irregular menstrual cycle, apareunia (inability to have sexual intercourse), depression, bladder or urinary problems or changes, chf, nickel allergy, tumor / teratoma / cancer type, vaginal discharge, blurred vision , fatigue, pre-eclampsia, weight gain, spinal pain were added. New reporters, medical history, concomitant and treatment drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device extends into the endometrial canal in the uterine fundus, likely indicative of abnormal positioning') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, sore throat, congestion nasal, smoker, bronchitis, sinusitis, sinus pressure, low grade fever, gravida, hypertension, multigravida, parity 5 and morbid obesity. Current weight 210 lbs. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included morbid obesity, dysuria, recurrent urinary tract infection, anemic and nabothian cyst. Concomitant products included acetylsalicylic acid (aspirin (cardio)), furosemide and lisinopril. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("depression,"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), allergy to metals ("nickel allergy") and pre-eclampsia ("pre-eclampsia.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced cardiac failure congestive ("chf") and vision blurred ("blurred vision"). In 2018, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urticaria ("rashes or skin conditions type: hives"), acne ("rashes or skin conditions type: acne"), pelvic pain ("pain/pelvic pain"), spinal pain ("spinal pain"), back pain ("back pain"), arthralgia ("joint pain"), menstruation irregular ("irregular menstrual cycle"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and abdominal pain ("abdominal pain") and was found to have neoplasm malignant ("cancer"), neoplasm ("tumor") and teratoma ("teratoma"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, urticaria, acne, migraine, headache, tooth disorder, dysmenorrhoea, weight increased, alopecia, spinal pain, dyspareunia, back pain, arthralgia, menstruation irregular, female sexual dysfunction, anxiety, cardiac failure congestive, bladder disorder, urinary tract disorder, allergy to metals, neoplasm malignant, neoplasm, teratoma, vaginal discharge, pre-eclampsia, vision blurred, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cardiac failure congestive, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, neoplasm, neoplasm malignant, pelvic pain, pre-eclampsia, spinal pain, teratoma, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details: right- 7 and left-4 coils were seen in 2014 patient underwent hysterosalpingogram (hsg) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.2 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: the patient's right essure device extends into the endometrial canal in the uterine fundus, likely indicative ofabnormal positioning.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, pelvic pain. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.